Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit has electrical burning smell and message appeared on the screen about not being able to use the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.